Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2016. -patient had two balloon dilations prior to removal on (B)(6) 2016 and (B)(6) 2017. -device explant due to moderate dysphagia occurred on (B)(6) 2017. -the removal was "very difficult" due to "excessive adhesions". -device was found in the correct position/geometry at time of removal.